Event description:
On (B)(6) 2014, the reporter contacted animas alleging that there were pressure spots on the display screen. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/04/2014 with the following findings: the original complaint of pressure spots on the display could not be confirmed. There were no spots visible during evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).